Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-may-2024, it was reported that patient experienced that the infusion set cannula was crimped. The patient reported that fifteen infusion sets had issue and all occurrences occurred during the last three months, but unable to provided dates. Within 3 hours of abdomen insertion on some, 3 or more hours after insertion on others customer noticed symptoms. Additionally, location site was regularly rotated. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 15.